Event description:
It was reported by the affiliate that during a cholecystectomy procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Device was not returned for evaluation.